Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the report of pain, the physician's observations are accepted as such for the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced left groin pain after an altis procedure. Date of procedure: (B)(6) 2018. Date of onset event: (B)(6) 2018. Description of the event: left groin pain during physical activities (intensity: 7.9). Treatment: osteopathy. Status of the event: on (B)(6) 2018 (1st postoperative visit), this event is ongoing (device still implanted). According to the investigator, the event is related to the procedure.